Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while patient was in the hospital rehabilitation facility on (B)(6) 2017 he experienced and acute stroke in the morning with a (B)(6) of eight, accompanied of some left sided hemi-neglect and aphasia. Computerized tomography (CT) angiogram of the head was performed and noted a right middle cerebral artery (mca) thrombus. Patient was taken to interventional radiology where a successful thrombectomy was performed. Post thrombectomy (B)(6) score was zero. Pump was received by manufacturer on (B)(6) 2017. No further information provided. Add'l info recd on (B)(6) 2017. While patient was admitted in the hospital device was explanted due to recovery on (B)(6) 2017. Patient has been converted back to "heart failure patient" and will no longer be seen in the clinic. Patient was discharged on (B)(6) 2017, and has been doing well since. All relevant and available event info has now been provided; no attempts for add'l info are reqd at this time.